Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during a biliary drainage procedure on (B)(6) 2011. According to the complainant, during the procedure when the user attempted to deploy the first stent, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04605). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. A second stent was then attempted to be deployed; however, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04606). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during a biliary drainage procedure on (B)(6) 2011. According to the complainant, during the procedure when the user attempted to deploy the first stent, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04605). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. A second stent was then attempted to be deployed; however, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04606). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was securely attached to the delivery system without issue. The guide catheter was stretched and broken into two sections; the proximal portion with hub was not returned. The distal portion of the guide catheter remained inside the push catheter. The distal portion of the guide catheter presented suture strangulation marks indicating the suture most likely wrapped around the guide catheter during the procedure. Additionally, the push catheter suture hole was found to be torn most likely from tension on the suture during the attempt to deploy the stent. The investigation concluded that the stretched / broken guide catheter assembly was most likely caused by force exerted by the customer during deployment of the stent / retraction of the guide catheter assembly. It is likely that procedural/anatomical factors (patient tortuous anatomy, tight stricture and/or customer maneuvering of the device) contributed to the difficulty in the deployment activity, thus leading to stretching / breakage of the guide catheter assembly. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported issue of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.